Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected and the cause was clearly the use of cautery by the physician during a non-device related fusion surgery. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing remote control to ipg communication difficulty and was unable to charge the ipg following a non-device related surgery wherein electrocautery was used. The physician believed that the use of electrocautery could have damaged the ipg. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's was experiencing remote control to ipg communication difficulty and was unable to charge the ipg following a non-device related surgery wherein electrocautery was used. The physician believed that the use of electrocautery could have damaged the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).